Event description:
It was reported that the patient had not had her device turned on for 'a few years.' The patient's health care provider (hcp) was 'far away' and once programmed, the device would work 'fine for about six months' then she would have to go back 'about every three to four months' to have it reprogrammed. The patient was 'frustrated' with it and turned it off. It was unknown if the battery was usable. It was also reported that the therapy would work 'fine' for 'a while' then it would not work 'so well.' It was unclear if the patient had her device off constantly because it was also reported that stimulation was turning off. Additional information received on (B)(6) 2012 reported that the cause of the event was that the patient no longer 'liked' the device. The patient was reprogrammed multiple times with unsatisfactory responses. Hospitalization was not required.

Manufacturer narrative:
Product ID 3987a, lot# n147613, implanted: (B)(6) 2008, product type lead; product ID 3987a, lot# n124794, implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37082-60, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).